Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade ii stem was reported. The event was not confirmed. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays, operative reports and patient medical records would be helpful in investigating this event further.

Event description:
It was reported that the patient was revised. Postoperative diagnosis: periprosthetic tha fracture. Cup was left in. Mdm liner, head and stem were exchanged.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the patient was revised. Postoperative diagnosis: periprosthetic tha fracture. Cup was left in. Mdm liner, head and stem were exchanged.